Manufacturer narrative:
This report is submitted on may 10, 2017.

Event description:
Per the clinic, the patient experienced intermittencies with device use; however the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2017 and the patient was reimplanted with another device.